Event description:
The customer reported to olympus, the evis exera iii colonovideoscope air/water supply volume had an air and water flow issue. During inspection, it was observed it was partially clogged and a thin trickle of blood that was also coming from the air/water nozzle. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of traces of blood visible in clogged nozzle found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device the user's request was confirmed. It was discovered, the air/water supply volume failure was observed due to a nozzle partially clogged, as well as a thin trickle of blood that was also coming from the air/water nozzle. In addition, it was noted, insulation resistance value was out of specification, the bending section glue was separated, the switch 1 button had wear and tear, the plastic distal end cover cap was worn, the connecting tube was scratched, the angulations were out of specification, the biopsy channel was worn and there was coloring/scratch noticed inside the channel. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. From obtained information, we could not specify cause of blood remained in air/water nozzle: ·no deformation or damage to the nozzle was reported. ·reprocessing steps are mandatory in france and well defined in france. Deviation from IFU was not confirmed. Olympus will continue to monitor field performance for this device.